Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device memory full.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(4) 2013 and it had performed to specification up to the (B)(4) 2014. The pad-pak was removed and reinstalled on three occasions for periods up to one month during this time. A manual power up is recorded on the (B)(4) 2014 during which an in range patient impedance was detected, with no shock advised. Later on this date the device failed multiple self-tests due to a low battery. No further log entries were recorded. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. A test pad-pak was installed and the device again failed to power on. Investigation found the reported fault can be attributed to corrosion on the printed circuit board due to moisture ingress. Upon visual inspection, corrosion was observed throughout the pcb on/off circuitry. This resulted in the device being unable to power on. Corrosion was also observed in the returned pad-pak. There is no evidence in the technical log of the device issuing a memory full warning.